Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they recently went in for an ablation and the ablation physician noticed there might be a ¿growth¿ on their leads and not blood clots. They transposed it from their lead going down to their implantable cardioverter defibrillator (ICD). The leads remain in use. No patient complications have been reported as a result of this event.